Event description:
It was reported that there was a leak at the luerlock connector level. A chemotherapy infusion was in progress, gemcitabine, no other drugs were infusing. The nurse tried to change the glow plug, but the flow continued thereafter. The team therefore had to manage a spill of chemotherapy drug on the patient and the needle had to be changed. Fortunately, no impact on the patient's skin. Additional information received: for this incident gemcitabine perfused. 12/08/2023: two devices were returned for investigation, both presented a crack in the y-site. This file addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue. This complaint will be recorded for future trending and monitoring purposes.